Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump caused an inaccurate delivery of insulin. The reporter stated that the patient had a blood glucose level of 400 mg/dl but no symptoms of hyperglycemia. This complaint is being reported because the reported issue was not resolved through troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: a review of the total daily doses of insulin correctly reflected the user's programmed basal and bolus deliveries. No alarms related to the complaint were observed in the alarm history. The pump was exercised for 24 hours with no alarms or errors. The pump's black box showed that the pump was running on the default year of 2007. The pump passed a delivery accuracy test and was found to be delivering accurately. The alleged issue could not be duplicated during the investigation.